Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking at the connection site of the tubing and the filter with no evidence of cracking could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: no.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock generated a leak during patient use. It was reported that there were six incidents for the ICU medical microbore tubing and item ime10011865 bd pal filter when used together. There appears to be leaking at the connection site of the tubing and the filter with no evidence of cracking. There was no patient harm reported.